Event description:
It was reported that "after ultrasound guided punction, when removing the guidewire it was difficult to retrieve it. It was in spiral shape."

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of rexe0133 showed no other similar product complaint(s) from this lot number.